Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of undersensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.